Event description:
When placing a triple lumen catheter, in a pt, the initial wire was exchanged. A .018 wire was advanced through the venous access needle, the wire sheared apart. The wire was removed by performing a surgical cut down preventing the tip of the wire from breaking off in the pt.